Manufacturer narrative:
Additional information was received. Product returned to the manufacturer was not the device involved in the incident. No device sample related to the incident was returned for manufacturer analysis. Based on manufacturer investigation, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g3), (g6), (h2), (h3), (h6), (h10). Please refer to linked manufacturer report (B)(6) 9614392-2023-00038-1 for associated incident report.

Manufacturer narrative:
Device sample received and lens found to be outside of manufacturers specification for vision corrective prescription. While an off power lens may cause or contribute to poor vision correction or poor visual acuity, it is unlikely to have caused or contributed to the patients reported condition of keratitis. Manufacturing records reviewed and no issues or nonconformances were found and no trends could be identified. The relationship between the coopervision device and the event could not be confirmed. It is reported that the event occurred in both eyes (ou) , please refer to linked manufacturer report cc545381 9614392-2023-00038 for associated incident report.

Event description:
This incident was reported by the optician to the manufacturer. It was reported that patient experienced red eyes after wearing contact lens for several hours. It was alleged that patient was diagnosed with corneal inflammation and keratitis in both eyes (ou). Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to unknown nature and severity of the incident, lack of supporting medical information and unknown patient outcome. Should further information become available, a follow-up report will be submitted as appropriate.